Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2019-04863, 3006705815-2019-04865. It was reported that the ipg could not be set to MRI mode. Diagnostic testing revealed low impedances on the leads. As a result, surgical intervention occurred on (B)(6) 2019 during which the existing leads were repositioned. Body fluid in the ipg header is suspected.